Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the power failure alarm on a pw810afu patient warmer was not working. This was detected during the annual maintenance check of the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4): device manufacture date: august 1999. Fisher & paykel healthcare ('fph') has been advised that the complaint device is currently en route to (B)(4) for investigation. We will submit our findings in a follow-up report following receipt of the device and completion of our investigation.